Event description:
Customer reports obtaining a result of 575 mg/dl on her device while the doctor's device read 77mg/dl. Customer believes thecomparison was performed within 10 minutes. No treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.